Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was received with error alarm after battery changed and settings reset to factory default due to broken solder joint. Unit had broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and minor scratched lcd window.

Event description:
A customer reported via phone call indicating physical damage on the reservoir compartment of their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.